Event description:
The customer suspected the machine was not correctly calibrated for conductivity during a check of the patient laboratory results.

Manufacturer narrative:
To date, no patient's information was provided. A clinical investigation remains ongoing. Gambro technician found a conductivity of around17 ms/cm for a set value of about 14 ms/cm. Customer admitted that the facility technician should have taken a laboratory sample but this did not happen. Phoneix operator's manual, section 5.4 - "special procedures", warns: "it is the reponsibility of the user to determine the correspondence between the dialysate conductive, displayed by the machine, and the dialysate solute content, verified by clinical laboratory results, for each dialysate concentrate used ofr dialysis treatment. This can be done by taking dialysate samples at different conductivity values (e.g.13,14,15 md/cm) and sending them to a laboratory for analysis." 510(k)# is k001156